Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: lumbar canal stenosis. For which patient underwent transforaminal lumbar interbody fusion at levels l4/5/s. On an unknown date, post-op, the cage at l5/s backed out backed out. As a result, the patient reported right l5 nerve root pain. Hence, a re-fixation surgery was performed at l5-s to re-adjust the backed out l5/s cage position by replacing s1 screw.